Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to a 74-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The r series device involved in the event was not returned for evaluation; however, the internal handles used during the event were returned and tested. The handles passed impedance and defibrillation stress testing with no discrepancies observed. No device logs or clinical data were available for review. Based on the evaluation, the reported inability to discharge could not be confirmed. The internal handles were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.